Manufacturer narrative:
Complaint no: (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the coupler of a vented solution set cracked during removal from the peripherally inserted central catheter (PICC). Propofol was being infused. There was no patient injury or medical intervention associated with this event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). Additional information: the device was returned and an evaluation is complete. Visual inspection was performed and noted a cracked male luer collar. The reported condition was verified and the cause is unknown. Should additional relevant information become available, a supplemental report will be submitted.